Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The procedure attempted to treat the narrow target lesion located in the mildly tortuous common bile duct. A 8.0x60x75cm express ld iliac / biliary stent was advanced for treatment however the device met resistance and did not advance to the target lesion. "The physician tried 4 or 5 times to advance the device, with changing the dilator and guidewire." Then the procedure had been prolonged, so the physician gave up trying to deploy this device and decided to place a ptcd tube instead to complete the procedure. However, after the device was removed from the patient, fluoroscopy revealed that the stent had dislodged and remained in the distal area of the bile ducts in the liver. The procedure was discontinued at this point. After the procedure, a CT scan was taken confirming that the stent still remained infrahepatically. There was no leakage of bile into the abdominal cavity. The patient experienced bleeding and had a blood transfusion. No further patient complications were reported and the patient status is stable. The patient is being monitored.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The procedure attempted to treat the narrow target lesion located in the mildly tortuous common bile duct. A 8.0x60x75cm express ld iliac / biliary stent was advanced for treatment however the device met resistance and did not advance to the target lesion. "The physician tried 4 or 5 times to advance the device, with changing the dilator and guidewire." Then the procedure had been prolonged, so the physician gave up trying to deploy this device and decided to place a ptcd tube instead to complete the procedure. However, after the device was removed from the patient, fluoroscopy revealed that the stent had dislodged and remained in the distal area of the bile ducts in the liver. The procedure was discontinued at this point. After the procedure, a CT scan was taken confirming that the stent still remained infrahepatically. There was no leakage of bile into the abdominal cavity. The patient experienced bleeding and had a blood transfusion. No further patient complications were reported and the patient status is stable. The patient is being monitored.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the device confirmed that the stent had detached and was not returned for analysis. An examination of the balloon found no evidence to suggest that the balloon had been inflated. There was a clear impression of the stent crimp on the balloon. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).